Manufacturer narrative:
The device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were subjected to both visual and microscopic examination. No damage was identified during visual inspection. Microscopic analysis revealed a longitudinal tear in the balloon, located approximately 8 mm from the tip and measuring about 8 mm in length. Examination of the remaining components showed no additional damage or irregularities. The product analysis confirmed the presence of a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the not tortuous and moderately calcified popliteal artery. A 3.0x40x150 sterling balloon catheter was advanced for dilatation. During the procedure, balloon burst at the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the not tortuous and moderately calcified popliteal artery. A 3.0x40x150 sterling balloon catheter was advanced for dilatation. During the procedure, balloon burst at the first inflation. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.